Event description:
A statstrip glucose hospital meter was accidentally dropped to the floor in a hosp hallway in between pt rooms the battery popped out. Black powder, smoke and fumes emitted from battery. All doors in that hallway were ordered closed. The user called her supervisor, security and housekeeping. No adverse event occurred.

Manufacturer narrative:
At this time, the varta battery (used in the meter) seems to be the cause of the incident. A summary of investigation results will be sent to FDA as additional info, as it becomes available.